Event description:
It was reported that during a tonsillectomy procedure using a procise ez view wand, the wand was allegedly smoking during use. An additional procise ez view wand was opened, however this was reported to have smoked as well. The procedure was ultimately completed using alternate methods, however these issues resulted in a 45 minute surgical delay. There were no patient complications reported as a result of this event.